Manufacturer narrative:
Device qc performed. 02/18/2010.

Event description:
Initial info received from a physician on 02/11/2010: physician reported a pt (B)(6), after third treatment with poly-l-lactic acid (sculptra) (lot# and exp date unk) resulting in discoloration and firmness in cheeks (area of the treatment). Now after 3 years firmness still present in cheeks, no discoloration at this time. No concomitant medication or medical history reported. No further info reported.